Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead was found to have been contaminated. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device passed all quality control tests prior to its distribution. The cause of the reported incident could not be conclusively determined. Further information was requested but not received.